Manufacturer narrative:
This is one of two initial MDR report for this complaint with associated MFR# 1226348-2017-00014 and 3008264254-2017-00017. (B)(4). The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
It was reported by the health care professional that resistance was experienced during the procedure when the surgeon was using an enterprise 2 stent and a prowler catheter. The patient had stenosis of the left carotid interna; enterprise 2 stent was used to open the vessel. The stent was 60% released and the surgeon was not satisfied with the position of the stent and wanted to recapture the stent; however felt massive resistance when he tried to recapture the stent into the microcatheter. He could recapture the stent by moving the micro catheter over the stent. When attempting to deploy the stent again, it was discovered that the stent got stuck in the catheter and could not be pushed forward. Both the stent and the prowler mc were removed from the patient. The procedure was completed with same like product with no significant delay. There were no issues with release of the new product. There were no damages noted on the complaint enterprise stent or the prowler catheter prior to use or upon removal. There were no adverse consequences to the patient due to the reported event. The complaint stent and the prowler catheter will be sent back for investigation.

Manufacturer narrative:
This is one of two final MDR reports for this complaint with associated MFR# 1226348-2017-00014 and 3008264254-2017-00017. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot 10549579 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.